Manufacturer narrative:
Sample evaluation found the physical condition of the controller is unremarkable with no sign of damage to the outer casing, pole clamp, etc. No outer components were found to be missing and no loose components were noted inside of the housing. No abnormal wear or corrosion was found on the controller contacts. There was no evidence of fluid ingress noted in the housing. Heat damage was identified on the u2 component on the pcb and the lo/hi membrane ribbon. The membrane ribbon cable is found to be kinked in the area of the heat damage. The kink resulted in the membrane cable coming into contact with u2 component. The c6 and c7 capacitors are found to be lifting off of the board in the area where each are soldered to the board. The damage to the internal components described above is causing the failures found. It appears likely that an electrical event occurred causing he heat damage to the ribbon cable and u2 component. The partially disconnected c6 and c7 capacitors could also be a contributing factor. Heat damage prevents further evaluation. As the device was in service for approximately 1 year there was no evidence of a manufacturing defect. A definitive root cause as to why the heat damage presented cannot be determined at this time.

Event description:
It was reported per the customer contact that the x-stream controller was not working, the unit would not power on. There was no patient injury or intervention reported. The subject product was returned and evaluation identified that some internal components had heat damage with evidence of internal combustion having occurred. There was no report of a short circuit, smoke, or flame having occurred during use of the device. It is not known when the internal damage occurred.